Manufacturer narrative:
The report of user advisory (ua) 41 (patient temperature sensor failure) error message was not reproduced during functional evaluation of the autopulse platform (sn (B)(4)); however, was confirmed through archive data review. The archive data revealed a ua 41 error messages with elevated temperature reading when the platform was powered on the customer reported event date of (B)(6) 2018. During this event, no cycle compression was initiated. The platform was functionally tested. It powered on and successfully performed compressions with a large resuscitation test fixture without the ua 41 error message or any other faults. The testing verified that the temperature sensor is within specification. Although, the ua 41 error message was not reproduced, the storage and shift check conditions are not known. Factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. The temperature sensor cable was replaced as a precautionary measure to prevent the reoccurrence of the ua 41 error message, the device was further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message on the user control panel. The user turned off the platform and restarted at a later time, the ua 41 error message was not observed. No patient involvement.